Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant due to a sizing issue. According to the operative report, after the ring was implanted, a tee was performed which demonstrated significant aortic insufficiency that had not been present. The suspicion was that it was the repair stitch that had distorted the aortic annulus. Therefore, the ring was removed and replaced with a smaller edwards annuloplasty ring, which resulted in no residual mitral regurgitation. Per the health-care provider, there was not a device malfunction, and the edwards device did not cause or contribute to the event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device is unavailable for evaluation. The device hisotry record (DHR) review is currently in process.